Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends

Event description:
It was reported that bd cathena it was reported that clinician and/or any patients have encountered difficulty attaching tubing to the IV catheter. Verbatim: the mechanism that stops the IV catheter from bleeding is great, but too much force is required to attach tubing to the IV catheter. If the patient is a difficult stuck or has fragile tissue/veins, too much jostling is required to attach the tubing. So far for me, by the time I am able to attach the tubing effectively, the catheter itself has started to twist against the skin, affecting patient comfort. Please see attached excel sheet for additional information.